Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon was not able to wield the wrist of the monopolar curved scissors (mcs) instrument. The surgical staff exchanged it into a backup instrument and the planned procedure was completed. The staff checked the instrument and found a snapped wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cable segment stuck out at the wrist approximately .3140. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.